Manufacturer narrative:
Our field service engineer investigated the ventilator on site. A pre-use check was performed which successfully passed and no abnormal found during ventilation with a test lung. A complete set of device logs were provided. The evaluation of the logs shows a successful pre-use check prior to the event and there is no indication of a technical malfunction in the system at the time of the event. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation. No further issues have been reported after this reported event.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 - version or model # previous version or model #: servo-air, corrected version or model #: 6882000. D4 - unique identifier (UDI)# previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: previous manufacture date: 11/29/2016, corrected manufacture date: 11/23/2016.

Event description:
It was reported that measured inspiratory tidal volume became negative. There was no patient harm reported. Manufacturer's ref. #: (B)(4).